Event description:
During evaluation of a returned homechoice machine, an increased intraperitoneal volume (iipv) situation was identified in the event history log which occurred on (B)(6) 2010 during drain cycle 2. The programmed fill volume was 2800ml and the total drain volume was 4920ml. This drain volume meets iipv criteria.

Manufacturer narrative:
(B)(4). Device evaluation: the device failed the homechoice rite (return instrument test / evaluation) functional test as a result of the enter button not working when trying to set therapy but passed the rite electrical test. The pal (product analysis lab) evaluated the device and found no failure or malfunction that may have caused or contributed to the rite test failure. An event history review was performed. A review of the device logs revealed one instance of iipv (increased intra-peritoneal volume). The probable cause was determined to be insufficient drain; false empty detect at initial drain and at previous therapy last drain.